Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during attempt to interrogate the pacemaker in its package, there was an alert message. Another device was used.